Event description:
Inserting swan ganz; balloon checked prior to inflation and inflated properly; catheter inserted in pt.; when md attempted to inflate balloon, it would not inflate. 2nd catheter obtained, balloon was present but on floroscopy balloon would not inflate. 3rd catheter obtained, was inserted and worked properly.